Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having really bad lower back pain, both hips were burning and when they raised their arms above their head they were getting an electric shock. Later, the patient said when they stand up they get a zing. The patient said the ins used to help with the burning hips but not so much anymore. The patient stated they had been turning the stimulation down or off so they can sleep but when they get up they have the pain and they have to raise the stimulation up for that. On the call, the patient synched the programmer with the ins. The patient was on group a at 1.75 with the stimulation on; the patient did not have any other groups or programs to try. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the shocking/zing was perhaps turning the level up too much, balance issues and muscle cramps in the legs and back. The patient reported that they contacted their healthcare provider (hcp) and they also turned down the stimulator to 150 and off more often. The issue wasn't resolved. No further complications were reported.